Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery the device broke by the edge of a drill guide although it was used as usual. During and after the surgery, the surgeon confirmed no broken piece was left in the patient's body.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the drill bit broke into two pieces. The fracture is consistent with low stress high cycle bending fatigue due to rotating bending loads. This is consistent with the intended use of the drill, although with slightly off-axis loading. The cutting flutes of the drill are substantially deformed and worn, consistent with a long life of repeated use. It is likely that this component was used extensively. No evidence of material or manufacturing defects was observed. A two-year search of the complaint database did not identify a trend. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.